Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received that the issue was discovered during the use of the device for a non-clinical activity. It had been the first time the user facility has used the device since installation.

Manufacturer narrative:
The field service representative (fsr) was onsite at the facility and able to unstick the occlusion knob by hand. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the user reported that the roller pump tubing occluder knob was stuck. There was no patient involvement.